Manufacturer narrative:
(B)(4). Concomitant medical products: 00877703603 biolox option head, 2853561, 00620005222 shell porous with cluster holes 52 mm o.d. 61706787, 00784301216 femoral stem beaded fullcoat 12/14 neck 60884463. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to dislocation attempts were made to obtain additional information; however, none was available.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2020-00255.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2020- 00255.